Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2017 with blurred vision at distance with both eyes open and near vision not being good. A description of the event mentions that patient is not being able to adapt to right eye monovision. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred distance vision and that she does not feel comfortable driving. This is affecting and interfering with activities of daily living and her work. Bcva from (B)(6) 2016: right eye pre-op 20/20 .50 x -.25 x 150; left eye pre-op 20/20 .50 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/30 -1.25 x -.50 x 3; left eye post-op 20/20 .00 x .00 x 90. Visual acuity (va) right eye (od) is 20/200 without correction. Contact lenses given today 8.4/-1.00 va od 20/30 (with contact lenses for distance use).